Event description:
It was reported that the patient was in the hospital because of a major seizure. Patient said they are having pain in the head that they just noticed today. They have been having a lot of seizures lately. They started having seizures once a month, and about 3 or 4 weeks ago, they started having them once a day. The patient has a vagus nerve stimulator too and sometimes they can stop the seizure with the magnet but it is not a guarantee. When they use the patient programmer they get eri (elective replacement indicator), and that started probably about a week ago. Agent explained that means they need to get their stimulator replaced soon. The patient called back and reported that they were seeing eri earlier and now they are seeing eos. Agent reviewed eos. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the device reached eos due to normal depletion. The patient was working on getting the device replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.